Event description:
It was reported that the patient had a pump refill on (B)(6) 2014. Later that day, the patient experienced an episode of obtundation/loss of consciousness was taken to the emergency room (ER) and received narcan for opioid reversal. The event resulted in in-patient or prolonged hospitalization. On 2014 (B)(6), the patient had a pump check under fluoroscopy. The anticipated reservoir volume was 19 ml; actual reservoir volume was 5 ml. It was felt that a component of the refill had been introduced into the pump pocket explaining the patient's episode of obtundation and respiratory depression. It was noted that during examination and palpation on 2014 (B)(6), withdrawal symptoms were noted. Intervention included "therapy suspended - infusion rate" on 2014 (B)(6); and "reprogramming/refill/bolus, specify: increase " on 2014 (B)(6). During examination/palpation on 2014 (B)(6), the patient's mental status and sensorium clear; no suppressed respirations; oriented and having no difficulties. The etiology was reported as being related to the device or therapy. The event severity was reported as being "severe." The event resolved without sequelae resolved on 2014 (B)(6). The pump system was delivering hydromorphone.

Manufacturer narrative:
Product ID 8591-60, lot# d14210, implanted: 2012 (B)(6); product type accessory product ID 8596sc, serial#(B)(4), implanted: 2012 (B)(6);product type catheter product ID 8577, lot# n059002, implanted: 2006 (B)(6); product type accessory product ID 8709, lot# j10875r13, implanted: 2001 (B)(6); product type catheter. (B)(4).